Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.3 inspection of the endoscope". "[Inspection of entire endoscope] 6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on bending section cover, water tightness was lost. In addition to evaluation, adhesive on bending section cover had a chip. Light guide connector was damaged. Indication on light guide connector was not correct. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to breakage of light guide bundle, illumination was poor. Switch button 2 had a scratch. Switch button 3 had a scratch. Lock engagement lever had a scratch. Light guide cover glass had a scratch. Video connector had a crack. Video connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a pinhole in the curve part occurred at the time of washing after the case. The unspecified intend procedure was completed. The user facility conducts pre-use checks. There was no report of patient harm associated with this event. During incoming inspection, it was determined objective lens adhesive part was peeling. This medwatch is being submitted to capture the reportable malfunction found during evaluation.